Manufacturer narrative:
Product analysis: the product was discarded by the customer; therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation.

Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, the guidewire was not reshaped in any way prior to use and was inspected prior to use for any bends, kinks, coil separations or other damage. The guidewire was introduced into the ventricle through a catheter that was previously placed and no resistance was felt with the guidewire. The guidewire¿s position and placement in the patient¿s anatomy was confirmed using two projections to ensure placement and stability. The guidewire¿s position was maintained throughout the procedure. Left ventricular hypertrophy was found to be present during the procedure and a suspected perforation occurred, that lead to a pericardial effusion and death. The cause of the perforation and subsequent effusion was not able to be confirmed by the physician and no autopsy was performed. The physician did not believe that a malfunction of the guidewire caused the event. However, the cause of the event was not able to be determined.